Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The caller was unable to reset the pump at the time of the call and planned to follow up with customer technical support once they were home and had access to a charger cable to perform the reset. Customer was able to continue to use the pump.